Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the presented electrogram (egm) showed noise on the right atrial (ra) channel. The impedance trend data showed acute increases in measurement for the ra lead but they were not out of range. Boston scientific technical services (ts) was consulted and discussed that the noise was from the pacemaker oversensing the signal from the minute ventilation. Ts advised to have the minute ventilation signal programmed off and change the pacing configuration to unipolar with bipolar sensing. The pacemaker and another manufacturer's ra lead remain in service and no adverse patient effects were reported.